Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the death of husband. Caller stated that husband passed away at the hospital. Customer was recently trained on his new insulin pump. Nothing further reported.